Manufacturer narrative:
Other text: device evaluated, visual inspection performed and found tamper seal removed/broken: yes, on bottom case and plunger assembly. Physical condition found crack on right plunger case. The reported issue was not duplicated, no error which relates to customer reported problem was found in the device history. Functional testing done to verify device is working as intended. All functional testing was performed and no problems were found on the device. Device is working as intended. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device exhibited "system failure". It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.